Event description:
It was reported that during preloaded intraocular lens (iol) implantation, a linear crack or scratch parallel to the optical axis was observed at the center of the lens as it unfolded inside the patient's eye. No resistance was observed during lens preparation and insertion. The physician followed the directions for use (dfu). The lens was cut and removed from the eye, and a new lens was implanted during the same procedure. The same iol model and brand was used as a replacement. The incision was not enlarged, and no sutures were required. No problems were observed in the patient and no visual issues have been noted. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.